Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80-130mg/dl. Customer states that she was having symptoms of low blood results on (B)(6) 2016 and the meter was still giving 120mg/dl. Customer states that she decided to call her dr. To find out what to do and the doctor advise her to call the manufacturer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 3/27/2017 and open vial date is about 2 weeks. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that she compares it with her old meter and the results were off. Customer is using an insulin pump. Customer tests 4-6 times a day.